Event description:
It was reported while preparing for an unspecified urological procedure the guide wire was kinked. The target lesion was an unspecified area within the "urinary duct". A sensor .035 3cm guide wire had been selected for use. During preparation, the outer coating for use. During preparation, the outer coating of the guide wire was found to be "bent" at about 14 cm from the distal end. "No excess force" had been applied to the device. The device did not come in contact with the patient. The procedure was completed with an unspecified type of different device. There were no patient complications reported with the patient's current condition listed as "good".